Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event is unknown. The patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated for peritonitis with vancomycin (dose, route, frequency and duration not reported). The outcome of the peritonitis event is unknown. Action taken with dianeal therapy was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.